Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed that the differences in the sensor glucose vs blood glucose values. The sensor glucose value that triggered the suspend on low/suspended before the low event was 63 mg/dl and the low limit in sensor settings was also 95 mg/dl. The blood glucose value associated with the triggered suspended event was 32 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The event involved product(s) mmt-7040d1. Troubleshooting was performed for sensor glucose and blood glucose and the sensor has been worn for few hours. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. Advised customer to wait at least an hour and if blood glucose is stable to calibrate and advised customer to monitor and change sensor if issue persists. Troubleshooting was not performed for hypoglycemia and it was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-7040d1 is not expected.